Event description:
The customer returned the cysto nephro to the service center for a separate issue. During the device analysis, the service repair technician indicates that a chip on rubber glue was found and a frozen forceps elevator lever. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: bending section cover glue chipped due to failure of the adhesive. Based on the results of the investigation, it is likely the following led to the malfunction: frozen forceps elevator lever due to failure of the lever. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.